Event description:
The customer contacted an abbott cta after receipt of the ausab quantitation panel product correction letter. The customer inquired on what to do with new and previous results generated using the affected lots. The cta instructed the account to follow their internal laboratory procedures. It is unknown if there was impact to patient management.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.